Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. The balloon was inflated at 18 atmospheres during the first and second dilation. However, during the third inflation at 20 atmospheres for 4 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.